Manufacturer narrative:
E1 complete address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord malfunction, b30 error, weakened light guide bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image errors caused due to the universal cord malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry image. The issue was found during reprocessing. There were no reports of patient involvement.